Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when non sustained rv oversensing due to post paced t wave oversensing was observed. The device was reprogrammed.